Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified as no images of the foreign material were provided for visual analysis. Furthermore, there were no deviations from instructions for use (IFU) in the reprocessing steps for the area where foreign material remained. Additionally, no physical damage was observed with the device where the foreign material was remained. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During visual examination, the reported issue was confirmed: a brush shaving was found inside the scope. Visual examination also showed the following issues: the bending section cover adhesive was detached and the insertion tube had a deep cut. Functional testing showed that the bending angle in the up direction did not meet with specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope was being manually cleaned and a new pull-through cleaning brush was used. Upon examination, the user found shavings of the brush inside of the scope. The customer reported that the debris seen was possibly from a previous manual cleaning. The customer reported the next scheduled procedure was diagnostic and therapeutic (endoscopic retrograde cholangiopancreatography). The scheduled procedure was completed using the same set of equipment. No issues were found during inspection prior to use and there was no delay to the procedure. There were no adverse effects to patient. No additional treatment was required. Refer to related report with patient identifier (B)(6).